Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system's batteries were not charging. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the perfusionist, the lights on the control module did go out when the problem occurred. This happened only when on battery power only. The control module works on alternating current (a/c) power.